Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the reporter (the patient¿s son) stated that the patient lost consciousness after checking the cgm, which displayed a reading of 47 mg/dl. A blood glucose fingerstick (bgfs) was performed, showing the same result of 47 mg/dl. The reporter did not indicate whether any treatment was administered prior to performing the bgfs. The patient was transported to the hospital the same day, where he received a ¿shot¿ and glucose tablets. During the call with technical support, the reporter was unexpectedly disconnected. As a result, it remains unclear what the cgm was displaying prior to the loss of consciousness or how the device was functioning at that time. No additional details were provided, and multiple follow-up attempts to contact the reporter were unsuccessful. There is no documentation of further medical evaluation or intervention following the hospital visit. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator prior to the patient losing consciousness. The reported glucose values fall within the a zone of the parkes error grid after checking the bgfs. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2025-305680 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. It was clarified that on the day of the event, the patient experienced a loss of consciousness. At that time, a fingerstick blood glucose test was performed, showing a reading of 47 mg/dl. The continuous glucose monitor also displayed a reading of 47 mg/dl, indicating consistency between the two measurements. No treatment was reported prior to the fingerstick test. The patient was subsequently transported to the hospital, where they received a glucose injection ("shot") and a glucose tablet. The cgm accurately detected the hypoglycemic event and provided a reading that aligned with the fingerstick result. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.